Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a infection called sepsis. For treatment, the patient was prescribed cipro antibiotic at 500 mg strength to take twice a day. The patient was discharged after 4 days.